Event description:
It was reported by a nurse that the customer had an unresponsive keypad on the insulin pump. Customer has had the pump for over 4 years and stated that the buttons are sticking on the pump. It was reported that the buttons are also peeling off and unresponsive at times. When the customer enters carbs, the pump keeps scrolling up and she has to re-enter the information. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer declined to send her pump back. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).